Manufacturer narrative:
Per the clinic, the patient was placed under general anesthetic and underwent revision surgery (date not reported) at implant site. It was reported the issue of discomfort has now been resolved. Correction: the previous initial MDR filed on (B)(6) 2018 was filed inadvertently no adverse event had occurred. This report is filed on january 15, 2019. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced discomfort with device use and is being clinically managed by the health care provider.